Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer¿s implantable defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Fluoroscopic imaging revealed a lead fracture, however, upon explant a thread of metal bridging the two electrodes was present. The lead was explanted and replaced and this device remains implanted and in service. No adverse patient effects were reported.